Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A preprocedural pericardial effusion was noted with fluid in the transverse sinus and trace effusion noticed around the bottom of the right ventricle in the four chamber view. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Post release of the 27mm watchman flx laa closure device, a 5 mm pericardial effusion on the posterior wall in the transgastric view was observed. The physician was notified, however did not seem concerned. The physician did not perform or plan any special procedures or precautions. The patient was expected to recover fully.